Event description:
It was reported that the case was cracked by the atrial connection. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event that the lower case was broken and contaminated. It was also noted that the upper case was broken and contaminated, the battery release, lead flex cover, release spring, battery drawer, keyboard pad and battery drawer o-ring were contaminated, the serial number label was cosmetically damaged, the ring cover and two side bail covers were contaminated and the ring was bent.